Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user planned to place the stent for the patient with pancreatic cancer. There was no deformation of duodenum route due to the pancreatic cancer, so the scope position and the field of vision was just about the same as normal ercp. He inserted and advanced the delivery system into the target site with no problem, but the stent would not start to come out from the sheath even he pulled the trigger. He checked the release and reload button and it was certainly pressed to 'release'. So he removed the system from the patient and it was not functioning even outside the patient body. So he replaced it with other manufacturer's device and placed a stent to complete the procedure. The patient did not experience any adverse effects due to this occurrence. General questions: at what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during stent placement. (If any damages were confirmed prior to use) was the package damaged? (If any damages were confirmed prior to use) how was the device stored? What endoscope type and channel size was used? Olympus' tjf-260v. What was the position of the elevator? Was it opened or closed? Opened. Details of the wire guide used (diameter, type, make)? Olympus' visiglide 2. Was the zip port facing upwards and slightly curved when backloading the wire guide? Unknown. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No. Please advise the anatomical location of the intended target site lower bile duct. How long was the stent in the patient by the time this complaint occurred? N/a. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Unknown. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? N/a. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Other manufacturer's stent was placed during the same procedure. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? Unknown. If yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Device evaluation: the evo-pc-10-11-6-b device of lot number c1778988 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Documents review including IFU review: prior to distribution all evo-pc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-pc-10-11-6-b device of lot number c1778988 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1778988 ; upon review of complaints this failure mode has not occurred previously with this lot # c1778988. The instructions for use ifu0057-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed potentially to patient anatomy, it is possible that during deployment tortuous path may have caused a build-up of pressure causing stent deployment difficulties. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence customer complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
Supplemental report is being submitted due to correction to medical device problem code (annex a).

Manufacturer narrative:
Device evaluation: the evo-pc-10-11-6-b device of lot number c1778988 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Documents review including IFU review: prior to distribution all evo-pc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-pc-10-11-6-b device of lot number c1778988 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1778988 ; upon review of complaints this failure mode has not occurred previously with this lot # c1778988. The instructions for use ifu0057-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed potentially to patient anatomy, it is possible that during deployment tortuous path may have caused a build-up of pressure causing compression on the delivery system and subsequently led to stent deployment difficulties. It may be noted that as per complaint description "so he removed the system from the patient and it was not functioning even outside the patient body" it is possible that the introducer was still compressed at that point likely causing stent deployment difficulties. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence customer complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.